Event description:
E-mail received from the sales rep. Informed that: "patient was over draining with valve set at 200. Checked valve with manometer after explanted and was working fine, but doctor would still like to have the valve checked. He didn't think the patient's ventricles should over drain with a setting at 200. Shunt was revised with another shunt with siphonguard. Surgeon believed that the device was causing and/or contributing to the issue, however, he was not sure after he checked it with the manometer."

Manufacturer narrative:
The position of the cam when valve was received was 30mmh2o. The valve was visually inspected; no defects were noted. The valve was irrigated with purified water; an occlusion was noted at the inlet of the ruby ball. Therefore a fine needle was inserted into the flow opening of the valve inlet under the ruby ball and its seat, the ruby ball was manually popped free from its stuck position using light force. The valve was irrigated again, no occlusion was noted. The valve was dried. The valve was leak tested. No leakage was noted. The valve was tested for programming. The valve passed the test. The valve was reflux tested. The valve passed the test. The valve was then pressure tested, the valve failed the test due to an over-drainage. The valve was dismantled, biological debris were noted on the ruby ball, on the seat of the ruby ball, on the cam mechanism, on the cam mechanism pillar, on the spring, on the spring pillar and on the base plate. Review of the history device records confirmed the valve 82-3855, lot number cpkchl, was conformed to the specifications when released to stock on the 4th october, 2013. The root cause for the over-draining problem suspected by the customer is confirmed and due to biological debris found on the ruby ball, on the seat of the ruby ball, on the spring and on the spring pillar. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Manufacturer narrative:
(B)(4). Upon completion of investigation, a follow up report will be filed. Device is under investigation.